Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient race: unknown/asked information unavailable. Section d-4 device lot number: unknown as information was not provided. Section d-4 device expiration date: unknown as device lot number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot number was not provided. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation of the the zxr00 model intraocular lens (iol), the cartridge cracked at the bottom which did not allow the iol to deploy. The iol was scratched. Patient contact occurred however no contact was also reported. There was no incision enlargement, no serious injury, no suture(s), and no vitrectomy. The same procedure was successfully completed using a spare iol. Replacement lens information was not provided. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: (B)(6) 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint cartridge was received inside a plastic bag. The complaint cartridge was visually inspected under magnification revealing that it was received with a lens stuck inside the cartridge. The cartridge tip can be observed to be cracked, and the cartridge was observed to be damaged. Viscoelastic residue was not observed to be distributed evenly throughout the cartridge indicating that an inadequate amount of ophthalmic viscosurgical device ¿ viscoelastic (ovd) may have contributed to the complaint issue reported. The lens could not be removed from the cartridge without further damaging the lens and/or cartridge. No further issues were identified. Complaint issue "cartridge damaged" was identified during product evaluation; however, the complaint issue "cosmetic issues" was not identified. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing record cannot be reviewed since the cartridge lot number is unknown. The complaint history was not reviewed since the cartridge lot number is unknown. Based on the limited information provided, complaint issue could not be confirmed to be related to the manufacturing or design process. It is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.